Event description:
Physician confirmed the patient has an allergy to titanium. Physician brought the patient into the operating room and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with pus oozing at the chest incision site. Physician cultured the area and determined it was a ruptured cyst. Physician brought the patient into the or and debrided the chest pocket.